Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient experienced frequent urination and excessive thirst. The patient's cgm reading was 140 mg/dl while the finger stick blood glucose meter was reading 539 mg/dl. A ketone test strip was used on the patient at home. There were no specific values reported, but the reporter believed the result suggested mild diabetic ketoacidosis (dka). The patient was brought to the hospital, and when a fingerstick was taken the cgm and blood glucose reading were similar as when tested at home. The patient was treated with intravenous fluids. The patient was not diagnosed with dka at the hospital. The patient recovered after treatment and was discharged after spending less than 24 hours at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.